Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to sleeve leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Testing of the customer samples and retain samples was conducted and no leakage was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function. The following information was provided by the customer: material no: 367364. Batch/lot: 8331653. It was reported that "blood splattered out the back end of gray sleeve incident occurred while we were there and 3 other incidents were reported at other (B)(6) locations. Event occurred during collection." Customer complained that blood splattered out the back end of gray sleeve incident occurred while we were there and 3 other incidents were reported at other (B)(6) locations. Event occurred during collection. Customer complained that after pushing the button needle only retracted half way into safety shield leaving half the needle exposed this occurred at least 7 times. Event occurred at end of blood collection. Needle is contaminated but will be returned. Bd catalog number 367364.

Manufacturer narrative:
Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function. The following information was provided by the customer: material no: 367364. Batch/lot: 8331653. It was reported that "blood splattered out the back end of gray sleeve incident occurred while we were there and 3 other incidents were reported at other mayo locations. Event occurred during collection." Customer complained that blood splattered out the back end of gray sleeve incident occurred while we were there and 3 other incidents were reported at other mayo locations. Event occurred during collection. Customer complained that after pushing the button needle only retracted half way into. Safety shield leaving half the needle exposed. This occurred at lead 7 times. Event occurred at end of blood collection. Needle is contaminated but will be returned. Bd catalog number 367364.